Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil). During the procedure, the smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. During the functional test, resistance was encountered while attempting to advance the smart coil through its introducer sheath from its returned position, and the smart coil could not be advanced at all. Therefore, the smart coil was retracted out of its introducer sheath, and the smart coil was re-sheathed properly. Resistance was then encountered due to the offset coil winds inside the introducer sheath and the smart coil could not be advance out of its introducer sheath at all. These offset coil winds on the embolization coil were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.